Event description:
It was reported: involvement of 2 patients on whom detachment and migration of the implanted catheter was found, both removed in the haemodynamic department through an endovascular technique; at this moment the patients they are in good condition and there were no further implications except for the outcome of a scar about 10cm long for the initial attempt to recover the device with an open surgical technique. This report addresses the first reported patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0118 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp0118) have been reported from the same facility in (B)(6).